Event description:
While the unit was in use on a pt, the unit had an autofill failure and sounded the iab catheter alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.